Event description:
Reporter indicated that vns pt experienced an episode of rapid heart rate. It was reported that the pt was taken to the hosp e.r. With a pulse rate of 106 bpm. E.r. Physicians "used a device to monitor the pt's oxygen levels" and treating neurologist reportedly instructed that pt's family member to place the magnet over the device to temporarily discontinue stimulation to see if that alleviated the problem. Treating neurologist does not believe that there is anything wrong with the ncp system because device interrogation revealed that the device was set to the prescribed settings. Neurologist wanted to program the device to off, but the pt's family member would not let them. At last office visit normal mode output current was decreased from 3.25ma to 3.0ma, normal mode pulse width was decreased from 500 microsecs to 250 microsecs, off time was increased from 0.8 minutes to 5 minutes and magnet mode pulse width was decreased from 750 microsecs to 500 microsecs. Treating neurologist indicated that the pt is doing better and that they did not know whether the incident was related to the vns therapy.